Event description:
It was reported that at unknown time post op, the non breakoff setscrew backed out. A revision surgery was done and the setscrew was replaced.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.